Event description:
It was reported that during the balloon catheter inflation, the patient experienced symptoms, and the dilatation catheter could not be deflated. Changing the inflation device deflated the balloon catheter. The patient stabilized upon retraction of the balloon. The total inflation time was 3 min, 30 sec with this perfusion balloon catheter. Reportedly, no patient injury was associated with this event.